Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-00089. It was reported one of the patient's leads was found to have migrated via fluoroscopic imaging. As a result, the migrated lead was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both of the patient's leads are being reported because it is unknown which lead was explanted and replaced.